Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test and basic occlusion test. No motor error alarms noted. However, unable to prime the insulin pump during the prime test due to faulty force sensor. The insulin pump received with cracked case at display window corners, battery tube threads, minor scratched display window and missing end cap sticker.

Event description:
Patient's mother stated that the patient is receiving motor error alarms. Patient's blood glucose level is 371 mg/dl at time of the call and patient was sick and vomiting. Caller also stated that patient is unable to rewind the pump. Caller was advised that the insulin pump will need to be replaced. Attempted to call the customer and the mother stated that she is waiting for his doctor to call back for insulin dosage. Advised the caller that if the condition gets worse and the doctor does not call back to take the customer to the nearest emergency room. Nothing further was reported.